Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was used to infuse fentanyl (concentration 8000 mcg/ml, daily dose 800 mcg/day). Other medications the patient was taking at the time of event included morphine 30 mg orally as needed. The patient did not experience any symptoms as a result of the event. No troubleshooting, interventions or other actions were taken to mitigate or resolve the event. The missed refill did not result in a low or empty alarm. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-12. The patient had an accident in (B)(6) 2015 and the seat belt hurt the pump and/or the catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to make a refill appointment due to getting in a car accident. The accident occurred 24 hours prior to the report. The patient contacted the healthcare provider (hcp) about the issue and was told that the doctor was not to be bothered. The patient could not get the pump refilled and the appointment was rescheduled for (B)(6)-2015. The patient was reportedly directed to the manufacturer representative to determine what tests had to be done to the pump, but the patient was not provided a phone number. It was reviewed that the doctor would have to order tests. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.